Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil was removed in two pieces"), device expulsion ("migration of essure device (uterus)"), pelvic pain ("pelvic pain / continued experiencing pelvic pain /pain") and genital haemorrhage ("bleeding /abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2006, depression, degenerative joint disease, spina bifida and fibromyalgia (pain related to past history of spina bifida) in 2000. Previously administered products included for depression: lyrica in 2000 and cymbalta in 2000; for prevent pregnancy: depoprovera shot; for an unreported indication: methadone in 2000, lyrica and cymbalta. Concurrent conditions included suprapubic pain, abdominal cramps, anesthesia procedure, constipation, dysuria, bleeding rectal (was associated with cramps but not severe pain), bicornuate uterus, penicillin allergy, allergic reaction to antibiotics and rash. Family history included depression. Concomitant products included ondansetron (zofran) for nausea as well as anaesthetics (anesthesia), fentanyl, hydromorphone hydrochloride (dilaudid), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (dmpa) and methadone. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fibromyalgia ("neurological conditions or problems (fibromyalgia)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), coital bleeding ("heavy vaginal bleeding with intercourse"), complication of device removal ("coil was removed in two pieces"), abdominal pain ("frequent varied from mild to severe abdominal pain") and uterine pain ("frequent varied from mild to severe uterine pain"). The patient was treated with surgery (laparotomy, removal of bilateral essure coils.).essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, complication of device removal, fibromyalgia, fatigue, vaginal discharge, abdominal pain and uterine pain outcome was unknown and the pelvic pain, genital haemorrhage and coital bleeding had resolved. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered abdominal pain, coital bleeding, device expulsion, fatigue, fibromyalgia, genital haemorrhage, pelvic pain, uterine pain and vaginal discharge to be related to essure. The reporter commented: the essure insertion procedure was performed with no problems. On or about (B)(6) 2009 she was advised that the essure was properly placed and was not the cause of her pain and bleeding. On (B)(6) 2012 she called her doctor to inquire about essure removal, and was advised that the essure procedure could not be reversed. She was further advised that if it could be reversed, the reversal of permanent sterilization is generally not covered by insurance. Her symptoms resolved after the (B)(6) 2016 surgery. Essure worsened a previously existing injury/condition. She did not have any complications or problems that occurred at the time of essure placement. She has developed pelvic pain as well as many vague symptoms including fatigue and she is concerned that she is having these symptoms due to her essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Ultrasound scan - on (B)(6) 2009: essure in normal location. In (B)(6) 2010, approximately three months after the essure procedure, sonohysterogram confirmed bilateral tubal occlusion. On (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009, patient had tested ultrasound report result was bicornuate uterus and probable septate uterus and proper essure micro-insert placement. No evidence of any adnexal pathology or masses. On (B)(6) 2009, patient had tested ultrasound report result was normal localization of both essure micro-insert devices. On (B)(6) 2009, essure confirmation tests: other (please describe) ¿ sonohysterogram. On (B)(6) 2016,,patient had diagnosed with surgical pathology report result was a) specimen submitted as "left essure coil with mesosalpinx": metal coil is identified by gross examination only. Sections show benign soft tissue b) specimen submitted as "right essure coil with mesosalpinx": metal coil is identified by gross examination only. Sections show benign soft tissue two containers received container a is labeled with the patient's name and "left essure coil with mesosalpinx." Specimen is received in formalin and consists of a metal coil with attached soft tissue. The metal coil measures 2.0 cm in length x 0.2 cm in diameter and the attached soft tissue measures 0.5 x 0.5 x0.5 cm. The metal coil is for gross description only. The attached soft tissue is entirely submitted one block, multiple pieces. Container b is labeled with the patients name and "right essure coil with mesosalpinx." Specimen is received in formalin and consists of a metal coil with attached soft tissue. The metal coli measures 2.2 cm in length x 0.2 cm in diameter and the attached soft tissue measures 0.5 x o.s x 0.2 cm. The metal coil is for gross description only. The attached soft tissue is entirely submitted one block, multiple pieces. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, uterine pain and fibromyalgia, device breakage, complication of device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (uterus)"), pelvic pain ("pelvic pain / continued experiencing pelvic pain /pain"), device breakage ("coil was removed in two pieces") and genital haemorrhage ("bleeding /abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2006, depression, degenerative joint disease, spina bifida and fibromyalgia (pain relted to past history of spina bifida) in 2000. Previously administered products included for depression: lyrica in 2000 and cymbalta in 2000; for prevent pregnancy: depoprovera shot; for an unreported indication: methadone in 2000, lyrica and cymbalta. Concurrent conditions included suprapubic pain, abdominal cramps, fever, chills, anesthesia, diarrhea, chills, constipation, dysuria, bleeding rectal (was associated with cramps but not severe pain), bicornuate uterus, penicillin allergy, allergic reaction to antibiotics and rash. Family history included depression. Concomitant products included ondansetron (zofran) for nausea as well as anaesthetics (anesthesia), fentanyl, hydromorphone hydrochloride (dilaudid), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (dmpa) and methadone. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("neurological conditions or problems (fibromyalgia)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), coital bleeding ("heavy vaginal bleeding with intercourse"), complication of device removal ("coil was removed in two pieces"), abdominal pain ("frequent varied from mild to severe abdominal pain") and uterine pain ("frequent varied from mild to severe uterine pain"). The patient was treated with surgery (laparotomy and removal of bilateral essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, complication of device removal, fibromyalgia, fatigue, vaginal discharge, abdominal pain and uterine pain outcome was unknown and the pelvic pain, genital haemorrhage and coital bleeding had resolved. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered abdominal pain, coital bleeding, device dislocation, fatigue, fibromyalgia, genital haemorrhage, pelvic pain, uterine pain and vaginal discharge to be related to essure. The reporter commented: the essure insertion procedure was performed with no problems. On or about (B)(6) 2009 she was advised that the essure was properly placed and was not the cause of her pain and bleeding. On (B)(6) 2012 she called her doctor to inquire about essure removal, and was advised that the essure procedure could not be reversed. She was further advised that if it could be reversed, the reversal of permanent sterilization is generally not covered by insurance. Her symptoms resolved after the (B)(6) 2016 surgery. Essure worsened a previously existing injury/condition. She did not have any complications or problems that occurred at the time of essure placement. She has developed pelvic pain as well as many vague symptoms including fatigue and she is concerned that she is having these symptoms due to her essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Ultrasound scan - on (B)(6) 2009: essure in normal location. In (B)(6) 2010, approximately three months after the essure procedure, sonohysterogram confirmed bilateral tubal occlusion. On (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009, patient had tested ultrasound report result was bicornuate uterus and probable septate uterus and proper essure micro-insert placement. No evidence of any adnexal pathology or masses. On (B)(6) 2009, patient had tested ultrasound report result was normal localization of both essure micro-insert devices. On (B)(6) 2009, essure confirmation tests: other (please describe) ¿ sonohysterogram. On (B)(6) 2016,,patient had diagnosed with surgical pathology report result was a) specimen submitted as "left essure coil with mesosalpinx": metal coil is identified by gross examination only. Sections show benign soft tissue b) specimen submitted as "right essure coil with mesosalpinx": metal coil is identified by gross examination only. Sections show benign soft tissue two containers received container a is labeled with the patient's name and "left essure coil with mesosalpinx." Specimen is received in formalin and consists of a metal coil with attached soft tissue. The metal coilmeasures 2.0 cm in length x 0.2 cm in diameter and the attached soft tissue measures 0.5 x 0.5 x0.5 cm. The metal coil is for gross description only. The attached soft tissue is entirely submitted one block, multiple pieces. Container b is labeled with the patients name and "right essure coil with mesosalpinx." Specimen is received in formalin and consists of a metal coil with attached soft tissue. The metal coli measures 2.2 cm in length x 0.2 cm in diameter and the attached soft tissue measures 0.5 x o.s x 0.2 cm. The metal coil is for gross description only. The attached soft tissue is entirely submitted one block, multiple pieces. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, uterine pain and fibromyalgia, device breakage, complication of device breakage. Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs received. Reporters were added. Patient¿s details were added. Historical condition, historical drug and unstructured relevant tests were added. Events added per pfs: migration of essure device (uterus), neurological conditions or problems (fibromyalgia), fatigue and vaginal discharge were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil was removed in two pieces"), device expulsion ("migration of essure device (uterus)"), pelvic pain ("pelvic pain / continued experiencing pelvic pain /pain") and genital haemorrhage ("bleeding /abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no: 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2006, depression, degenerative joint disease, spina bifida and fibromyalgia (pain relted to past history of spina bifida) in 2000. Previously administered products included for depression: lyrica in 2000 and cymbalta in 2000; for prevent pregnancy: depoprovera shot; for an unreported indication: methadone in 2000, lyrica and cymbalta. Concurrent conditions included suprapubic pain, abdominal cramps, anesthesia procedure, constipation, dysuria, bleeding rectal (was associated with cramps but not severe pain), bicornuate uterus, penicillin allergy, allergic reaction to antibiotics and rash. Family history included depression. Concomitant products included ondansetron (zofran) for nausea as well as anaesthetics (anesthesia), fentanyl, hydromorphone hydrochloride (dilaudid), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (dmpa) and methadone. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2010, the patient experienced vaginal discharge ("vaginal discharge"). In january 2011, the patient experienced fibromyalgia ("neurological conditions or problems (fibromyalgia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), coital bleeding ("heavy vaginal bleeding with intercourse"), complication of device removal ("coil was removed in two pieces"), abdominal pain ("frequent varied from mild to severe abdominal pain") and uterine pain ("frequent varied from mild to severe uterine pain"). The patient was treated with surgery (laparotomy, removal of bilateral essure coils). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device expulsion, complication of device removal, fibromyalgia, fatigue, vaginal discharge, abdominal pain, uterine pain, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, genital haemorrhage and coital bleeding had resolved. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered abdominal pain, coital bleeding, device expulsion, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure insertion procedure was performed with no problems. On or about on (B)(6) 2009 she was advised that the essure was properly placed and was not the cause of her pain and bleeding. On (B)(6) 2012, she called her doctor to inquire about essure removal, and was advised that the essure procedure could not be reversed. She was further advised that if it could be reversed, the reversal of permanent sterilization is generally not covered by insurance. Her symptoms resolved after the on (B)(6) 2016 surgery. Essure worsened a previously existing injury/condition. She did not have any complications or problems that occurred at the time of essure placement. She has developed pelvic pain as well as many vague symptoms including fatigue and she is concerned that she is having these symptoms due to her essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Ultrasound scan: on (B)(6) 2009: essure in normal location in jan-2010, approximately three months after the essure procedure, sonohysterogram confirmed bilateral tubal occlusion. On (B)(6) 2009,patient had tested ultrasound report result was bicornuate uterus and probable septate uterus and proper essure micro-insert placement. No evidence of any adnexal pathology or masses. On (B)(6) 2009,patient had tested ultrasound report result was normal localization of both essure micro-insert devices. On (B)(6) 2009, essure confirmation tests: other (please describe) ¿ sonohysterogram. On (B)(6) 2016, patient had diagnosed with surgical pathology report result was a) specimen submitted as "left essure coil with mesosalpinx": metal coil is identified by gross examination only. Sections show benign soft tissue b) specimen submitted as "right essure coil with mesosalpinx": metal coil is identified by gross examination only. Sections show benign soft tissue two containers received container a is labeled with the patient's name and "left essure coil with mesosalpinx." Specimen is received in formalin and consists of a metal coil with attached soft tissue. The metal coilmeasures 2.0 cm in length x 0.2 cm in diameter and the attached soft tissue measures 0.5 x 0.5 x0.5 cm. The metal coil is for gross description only. The attached soft tissue is entirely submitted one block, multiple pieces. Container b is labeled with the patients name and "right essure coil with mesosalpinx." Specimen is received in formalin and consists of a metal coil with attached soft tissue. The metal coli measures 2.2 cm in length x 0.2 cm in diameter and the attached soft tissue measures 0.5 x o.s x 0.2 cm. The metal coil is for gross description only. The attached soft tissue is entirely submitted one block, multiple pieces. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, uterine pain and fibromyalgia, device breakage, complication of device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / continued experiencing pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced coital bleeding ("heavy vaginal bleeding with intercourse"). The patient was treated with surgery (laparotomy and removal of bilateral essure coils performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and coital bleeding had resolved. The reporter considered coital bleeding, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the essure insertion procedure was performed with no problems. On or about (B)(6) 2009 she was advised that the essure was properly placed and was not the cause of her pain and bleeding. On (B)(6) 2012 she called her doctor to inquire about essure removal, and was advised that the essure procedure could not be reversed. She was further advised that if it could be reversed, the reversal of permanent sterilization is generally not covered by insurance. Her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: essure in normal location. In (B)(6) 2010, approximately three months after the essure procedure, sonohysterogram confirmed bilateral tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported pelvic pain / continued experiencing pelvic pain starting shortly after insertion. The plaintiff underwent a laparotomy and removal of bilateral essure coils performed on (B)(6) 2016. The events resolved after essure removal. Pelvic pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / continued experiencing pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced coital bleeding ("heavy vaginal bleeding with intercourse"). The patient was treated with surgery (laparotomy and removal of bilateral essure coils performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and coital bleeding had resolved. The reporter considered coital bleeding, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the essure insertion procedure was performed with no problems. On or about (B)(6) 2009 she was advised that the essure was properly placed and was not the cause of her pain and bleeding. On (B)(6) 2012 she called her doctor to inquire about essure removal, and was advised that the essure procedure could not be reversed. She was further advised that if it could be reversed, the reversal of permanent sterilization is generally not covered by insurance. Ms. (B)(6) symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: essure in normal location. In (B)(6) 2010, approximately three months after the essure procedure, sonohysterogram confirmed bilateral tubal occlusion. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported pelvic pain / continued experiencing pelvic pain starting shortly after insertion. The plaintiff underwent a laparotomy and removal of bilateral essure coils performed on (B)(6) 2016. The events resolved after essure removal. Pelvic pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.